Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported the unit alerted to "check the battery". There was no patient involvement.

Manufacturer narrative:
G4: 14sep2020. B4: 15sep2020. The manufacturer's international service technician evaluated the unit, and the reported issue was not duplicated, thus unable to be confirmed by check performed. Low internal battery (check battery on screen) was confirmed in the error log. No abnormality was confirmed by a test run or performance evaluation of the battery. It was recommended to have a functional test performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. The customer cancelled the repair. The device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.